Event description:
It was reported that the user experienced frequent low glucose episodes while using the ilet system, leading the healthcare provider to direct a switch to fast reactions mode, and support guided the family through fr setup and education on announcing usual meals due to under-announcement of meals most of the time. Symptoms included hypoglycemia. Outcomes included resolution through troubleshooting and user education without hospitalization. Investigation included review of device data and user behavior. Investigation of this case revealed user-related factors, specifically inconsistent meal announcements relative to usual intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to glycemic excursions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.